Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site reported that they encountered an activation had been interrupted message on the erbe u-02. Tse recommended trying a hard reboot on the erbe. The caller performed a hard reboot on the erbe and when it powered back on and the error message initially cleared, but then the caller stated plugging the foot pedal cables to the back into the back of the erbe resulted in the u-02 error returned. The caller performed another hard reboot on the erbe and it powered back on without any errors. After about a minute the u-02 error returned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and upon visual inspection: (scratches on top and side cover.) The unit was installed onto a gold system and functioned as expected. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure as the component involved in the reported event is an external OEM product. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.